Event description:
Caller reported blood glucose results of 272 mg/dl on his aviva system, 39 mg/dl on daughter's unknown accu-chek system within 10 minutes. No information about the daughter's system was reported. The customer successfully self-treated symptoms of hypoglycemia with food. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.